Event description:
It was reported that during production using the 50 ml gray cadd cassettes, a cassette containing a particle had been identified through 100% visual inspection. The majority of the cassettes used had come from lot #6026849. However, since units from other lots had also been used, it was not possible to specify a single lot. The particles had been described by staff as ¿small, round, and white, and fiber-like, similar to those previously observed.¿. There was no patient involvement.

Manufacturer narrative:
H3: two videos and two photos were received for evaluation. No device history review could be performed as no lot number was provided. In the photos no particles were detected, but in one of the videos, a particle was detected. The complaint was confirmed. There was no known cause of the issue, and no further action was taken.